Event description:
A discordant falsely depressed creatinine (cre2) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on an alternate dimension vista 1500 system and the original dimension vista 1500 system. Higher results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed creatinine (cre2) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed creatinine (cre2) patient sample result obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The investigation of the event is consistent with a poor sample mix. The issue was resolved by the rsc performing standard troubleshooting and maintenance procedures, including realigning the server #1 probes. Repeat of the same sample yielded the expected result(s). The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.